Manufacturer narrative:
(B)(6). The device was manufactured between: 24may2016 and 26may2016. The device was received for evaluation containing approximately 120 ml of and unspecified fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor device would not flow. During patient infusion, it was observed the pump remained full after two days. There was no patient injury or medical intervention associated with this event. No additional information is available.